Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins was explanted due to painful stimulation. No further symptoms reported. No complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va0hh5u. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient had to have it removed because the wires had moved. The pain had gone but she still pee on herself.